Event description:
Healthcare professional reported right side deflation and "valve delaminated from shell." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases, one curved opening, total delamination of valve and wear abrasion. Leak test and microscopic analysis was performed which identified: total delamination of valve and one opening striated. Based on the device analysis the final assessment is total delamination of valve assessed as adhesive failure and one opening striated in the side radius assessed as surgical damage. Additional, changed, and/or corrected data: a.4., d.9., h.3., h.6.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation and "valve delaminated from shell." Device has been explanted.